Event description:
In this event a doctor reported that an eastylus 1:1 handpiece overheated and burned both a patient and the doctor. The doctor told the patient to apply vaseline to the burn.

Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving this device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Dentsply was unable to verify the attachment overheated. The attachment exhibited a temperature increase during free run testing at 40,000 rpm to 25.8 degrees celsius and load testing at 40,000 rpm to 34.8 degrees celsius. The exterior of the attachment did not show any major wear. Microscopic evaluation revealed debris inside the head cavity. Also, moderate wear and corrosion was noted on the set, main drive, head and head-tail gears. During inspection of the interior components, it was noted there was a lack of lubrication due to lack of maintenance being performed on the attachment. The push button on the cap was noted to be stuck in a down position along one side of the cap. The stuck buttons may have, along with the lack of maintenance, caused the attachment to overheat. Additionally, the attachment failed all production requirements except for illumination test.